Event description:
The disposable loading unit was used with an stainless steel instrument during an unspecified procedure, the staples did not form properly. The hosp has not provided any add'l info.